Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving multiple high voltage therapies due to oversensing of far p-waves. Increased capture thresholds were also noted. X-ray revealed that the lead had dislodged. The lead was explanted and will not be returned.